Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 44 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 through (B)(6) 2017 for gastrointestinal bleed. Hematocrit (hct) on (B)(6) 2017was 22%. Esophagogastroduodenoscopy was performed twice during admission, where large amounts of clot were found in the stomach. Three clips were placed. The patient was transfused with a total of 10 units of packed red blood cells, 2 fresh frozen plasma units during admission. Hct on (B)(6) 2017 was 27. No additional information was provided.